Event description:
It was reported that high pacing impedance and low pacing impedance were noted on the left ventricle (lv) lead. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.